Event description:
Medtronic received information regarding an axium coil that had resistance in the sheath and kinked during delivery, then could not be detached. The patient was undergoing a coil embolization procedure to treat a left internal carotid artery (l-ica) unruptured saccular aneurysm. The aneurysm max diameter was 7mm and the neck diameter was 5mm. Patient's blood flow was normal. Vessel tortuosity was moderate. It was reported that the devices were prepared as indicated in the instructions for use (IFU). Continuous flush was administered during the procedure. When loading the coil into the catheter, significant resistance was felt which made it very difficult to push the coil out from the introducer sheath. After removing the coil, a slight kink was observed at the pushwire proximal segment. The manufacturer representative (rep) advised the physician to replace the coil, but the physician wanted to attempt to use the coil anyway. The coil was then delivered to the treatment location without issue. However when the physician attempted to detach the coil, it could not be detached. The physician attempted to detach the coil twice with the instant detacher (ID) and once using manual method/hypotube but the coil did not detach. It was noted there was no problem with the ID. The coil was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.